Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) equipment alarm failed to automatically inflate. Unit was replaced promptly. There was no personal injury reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and determined it to be caused by blood return. The user chooses not to repair the equipment temporarily and closes the order. Later fse replaced condensate removal mod chinese, safety disk assy and tubing blood detect. After replacing the accessories, the device has passed all factory-specified performance and safety index tests and can be used clinically. There was a patient involvement and no harm reported.